Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned and therefore not available for a physical evaluation. However, this device is more than 2 years old and its failure can be attributed to field wear. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed two other complaints of any type for this lot of 10 devices that were released to distribution. There is no indication of any manufacturing issues that would warrant further action. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the jaw's on the customer's expressew iii without hook were bent and their cord cutter was not cutting sutures during a rotator cuff procedure. The surgeon used two different devices to complete the procedure with no patient consequences or delays. No further details were available.